Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 could not get power. Tried swapping devices, generator, 2 cables and adapters and it did not work. Then finally they tried a 3rd cable and everything worked. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 could not get power. Tried swapping devices, generator, 2 cables and adapters and it did not work. Then finally they tried a 3rd cable and everything worked. The hospital did not report any patient effects.